Manufacturer narrative:
Unit received with all operating currents within spec and passed self-test, a21 error test and displacement test. No unexpected low battery, weak batt, battery out limit or failed batt test alarms noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the part of the insulin pump where she put the reservoir was broken. The customer reported that reservoir was able to lock in place. They reported that insulin pump had scratches on the screen, diminished battery life and rejected brand new battery. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.